Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial cutaneous vein. A 4.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.